Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the device displayed an error code indicating that the fiber needed to be clean. The fiber was cleaned and later it was noticed that the tip of the fiber broke off. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field e4: init rptr also sent rep to FDA. Medwatch: 2400010000-2023-8020. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the metal cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the metal cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the device displayed an error code, and the tip of the fiber broke off. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the device displayed an error code, and the tip of the fiber broke off. The procedure was completed with another fiber without patient complications.